Manufacturer narrative:
Photo or sample was not provided to aid in our quality engineer¿s investigation. Two retained samples passed a leakage test. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Event description:
It was reported that leakage occurred from the bd intima-ii¿ closed IV catheter system during use and onto the back of the patient's hand "30 minutes" after replacing the liquid for the transfusion. The patient had been admitted to the hospital for a relapsed "hypertensive disease". A second puncture was performed after the leakage, causing "patient skin's injury". The following information was provided by the initial reporter, translated from chinese to english: on 8:00, (B)(6) 2019, patient went to the hospital with hypertensive disease relapsed, the nurse gave to patients intravenous infusion, connecting venous indwelling needle, and venipuncturing for transfusion to patients, after replacing liquid for 30 minutes later, the nurse found there was the liquid on patient hand's back. After checking it was confirmed that the leakage was happened at the root of the y-shape catheter, so the nurse had done the punturing twice, it caused the patient skin's injury, the medical staff got understanding through the communicating with the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd intima-ii¿ closed IV catheter system during use and onto the back of the patient's hand "30 minutes" after replacing the liquid for the transfusion. The patient had been admitted to the hospital for a relapsed "hypertensive disease". A second puncture was performed after the leakage, causing "patient skin's injury". The following information was provided by the initial reporter, translated from (B)(6) to english: on 8:00, (B)(6) 2019, patient went to the hospital with hypertensive disease relapsed. The nurse gave to patients intravenous infusion, connecting venous indwelling needle, and venipuncturing for transfusion to patients. After replacing liquid for 30 minutes later, the nurse found there was the liquid on patient hand's back. After checking it was confirmed that the leakage was happened at the root of the y-shape catheter, so the nurse had done the punturing twice, it caused the patient skin's injury. The medical staff got understanding through the communicating with the patient.